Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Harvesting cannula was returned to the factory for evaluation. No evidence of blood or clinical use were observed. The vasoview hemopro harvesting tool was not returned. A visual inspection was conducted. The c-ring was not transected. The c-ring remained attached to the cannula due to the presence of the retention rib. Scope was tube was found to be bent at the proximal position from the c-ring. Scope wash tube is part of the c-ring assembly. Based on the result of the evaluation and investigation performed, the reported complaint "bent wire" was not confirmed, but confirmed for the analyzed failure "bent -ring". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent right out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent right out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.